Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes "pst - 367962 - no or low draw".

Manufacturer narrative:
The device history records for batch 6253546 have been reviewed with no issues being identified.

Event description:
It was reported that bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes "pst - 367962 - no or low draw".